Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. There were no anomalies found upon visual and x-ray examination of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.